Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: a review of the black box showed a loss of prime warning associated with a low non zero force and a zero force. The rewind, load, and prime steps, and 24 hour testing were performed successfully. The force sensor measured within specifications. The pump cover was removed to find no force sensor defects. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.